Event description:
It was reported that shortly after implant, this right atrial (ra) lead exhibited increased capture threshold measurements. Due to the patient's history of sick sinus syndrome, the physician elected to explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse effects. The ra lead is retained at the healthcare facility and is not expected to be returned for analysis.